Event description:
Potential pt reported small, round clear object similar to a lifesaver mint fell out of vagina with gush of brownish fluid on (B)(6) 2011 - status post surgery on (B)(6) 2011. Surgery was laparoscopic supracervical with unilateral salpingo. Oophorectomy converted to laparatomy secondary to bleeding; supracervical hysterectomy, right salpingo-oophorectomy. Pt alleges infection. Pt showed picture of object matching round disc with center hold found on uterine manipulator injector used during procedure. Requested to see object but no response.